Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. D1: trabecular metalâ¿¢ glenoid component 46 mm articular surface use with white instruments & white humeral head. D10: 00434811413, humeral stem, lot 62926287. 00430204618, offset modular humeral head, lot 62868086. G2: australia.

Event description:
It was reported that approximately 8 years post implantation of a shoulder arthroplasty, the patient was revised due to loosening of the glenoid component. Attempts for additional information have been made and none has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event could not be confirmed with the provided information; no product was returned, nor images and medical records provided. Review of the device history records identified no deviations or anomalies related to the reported event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.